Event description:
Champion af study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the patient with a complete laa seal and a deployed device diameter of 24.7 mm. Prior to the procedure, 81mg aspirin and rivaroxaban were administered. There were no complications that were reported to have occurred and the patient was discharged on 81mg aspirin and 75mg clopidogrel. 100 days post procedure the patient came in for their 4-month follow-up transesophageal echocardiogram (tee) procedure. The tee imaging showed a left ventricular ejection fraction of 55%, a complete seal with a laminar, mobile thrombus with maximum area of 0.9 cm2 on the atrial facing surface of the closure device and non-mobile thrombus with maximum area of 0.9 cm2 in the left atrium. At the time of the event, the patient was on 81mg aspirin. The patient was treated for this event with additional medicine.